Event description:
It was reported during a laparoscopic cholecystectomy, the grasper was inserted into a 355d, causing a spring to pop loose, making the grasper inoperable. The grasper was removed and the spring was loose in the trocar. The trocar was removed and the spring found. A new sleeve was opened to continue the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50349. H6; broken staple. The analysis results confirmed that the instrument was returned non-functional. The instrument was returned with a broken staple. The staples hardness was tested and was found to be within design spec. The distal assembly was dissected and examined with a 20x microscope. Stress marks were noted on the staple, end effectors, and in the pushrod hole area. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. This complaint was originally reported as an rop "record purpose only."